Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 43. The customer experienced hyperglycemia with a blood glucose value of 489 mg/dl at the time of the event and is treated with manual injection and insulin pump. The customer also reported that pump is exposed to high magnetic environment. No further patient complications were reported. Troubleshooting was performed and found that the customer used the insulin pump within 48 hours of the episode. The auto mode feature was inactive at the time of the event. The customer was unable to clear the alarm 43 and the possible allegation on keypad anomaly troubleshooting is declined by the customer. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
S/w version = 5.3a . Retainer ring = black. Case type = ngp. Customer returned pump for experiencing high bg and alleged pump error 43, exposed to magnetic field or MRI and keypad unresponsive/button error alarm found on (B)(6) 2023. Pump failed rewind test due to pump error 38. Unable to perform passed seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38. Pump passed active current measurement, sleep current measurement test, self test, pump did not alarm pump error 43 during testing. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 43 in pump downloaded history on (B)(6) 2023 at 03:35:39.000 due to corroded home switch. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked select button keypad overlay. Pump error 43 and pump error 38 were confirmed due to corroded home switch. Unable to confirm exposed to magnetic field or MRI. All buttons functioned properly during test. Keypad unresponsive/button error alarm was not confirmed. Unable to verify customer's high bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.